Event description:
The caller reported that her son went to administer a breakfast bolus when his infusion device display froze and 2.01 displayed on the infusion device screen. She also stated that the infusion device was beeping when the strange display came on. The caller was aware of the recall with the infusion device power pack. She stated that the power packs were older than 2 weeks. She was advised to ensure her son's power packs were replaced every 2 weeks. The pt's blood glucose was not affected. No medical treatment was necessary. No product is being returned for eval.

Manufacturer narrative:
Product not returned for eval.